Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call (B)(6) 2017, that the customer experienced high blood glucose levels of 415 mg/dl. The customer was a (B)(6) female and (B)(6). No symptoms were reported, and the incident was treated with a manual injection. It was reported that the high blood glucose levels began while with her father, and escalated throughout the day. During troubleshooting, it was noted the insulin pump was exposed to moisture, but they were unsure how so. The lcd screen could not be read due to the moisture, and the backlight would not turn off. Customer was advised to change insulin pump, and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display or back light anomaly due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.